Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after two implants were successfully deployed, during removal of the balance middleweight guide wire from the introducer sheath, slight resistance was noted and the guide wire tip appeared unwound after it had been removed from the patient's anatomy. No other resistance was felt and the tip is still intact with no separation noted. No information on the anatomical conditions were documented with the compliant bmw and the nurse could not remember which vessel had been treated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.